Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power and the hc alarmed with se 2367. The tsr had the hp cycle power and the alarms cleared. The hp will complete therapy with manual supplies. The tsr documented during troubleshooting that the hp disconnected prior to the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.